Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The incident generator was received and the investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that during a sleeve gastrectomy procedure, a covidien lf5544 ligasure handpiece was not sealing well and oozing while connected to the purple ligasure port of the forcetriad generator. End tones, indicating a completed seal cycle, were heard. The same lf5544 was connected to the orange ligasure port to complete the case with no further issues. There was no patient injury.